Event description:
The customer reported that the system was transferring images at very slow rate and the images were being lost in the image directory.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep installed the new hardrive, image processor board, 8800 rev 14 software, and new cpu on the 8800 system. He also reformatted the drive on the workstation. The unit is working as intended.